Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred after delivering boluses. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had manual injections as alternate insulin therapy. Contact declined further troubleshooting with tandem technical support.